Manufacturer narrative:
Spontaneouscase was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: unknown") in a 37-year-old female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity in 2014, polycystic ovarian syndrome in 2008 and human papilloma virus infection in 2006. Concomitant products included antibiotic simplex for urinary tract infection and vaginal discharge as well as anovlar (loestrin) since 2008 to (B)(6) 2015, phendimetrazine tartrate (bontril) and phentermine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 2 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced urinary tract infection ("utis / infection (bladder/ urinary tract/vaginal) type: severe uti that led to ic"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, urinary tract disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal") and bladder disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), bladder pain ("bladder pain"), cystitis interstitial ("interstitial cystitis") and urinary incontinence ("severe uti that led to ic"). The patient was treated with surgery (she had surgery to remove essure, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, bladder pain, cystitis interstitial and urinary incontinence outcome was unknown and the urinary tract disorder and bladder disorder had not resolved. The reporter considered bladder disorder, bladder pain, cystitis interstitial, device dislocation, dyspareunia, infection, menorrhagia, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received : new reporters added and reporter information updated. Plaintiff demography added events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), bladder pain, interstitial cystitis, vaginal discharge and urinary incontinence. Concomitant disease, lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: unknown/one of my coil was missing") in a 37-year-old female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity in 2014, polycystic ovarian syndrome in 2008 and human papilloma virus infection in 2006. Concurrent conditions included weight gain, blood pressure, pap smear abnormal, polycystic ovarian syndrome, dysfunctional uterine bleeding, chronic fatigue, metabolic syndrome, nabothian cyst, endocervicitis and paratubal cyst. Concomitant products included antibiotic simplex for urinary tract infection and vaginal discharge as well as hydrocodone, ibuprofen, naproxen sodium, normensal (ethinylestradiol w/norethindrone) since 2008 to february 2015, paracetamol (acetaminophen), phendimetrazine, phendimetrazine tartrate (bontril), phentermine and vicodin. On 17-nov-2014, the patient had essure inserted. In january 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 2-feb-2017, 2 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On 5-feb-2017, the patient experienced urinary tract infection ("utis / infection (bladder/ urinary tract/vaginal) type: severe uti that led to ic"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, urinary tract disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal") and bladder disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), bladder pain ("bladder pain"), cystitis interstitial ("interstitial cystitis") and urinary incontinence ("severe uti that led to ic"). The patient was treated with surgery (she had surgery to remove essure, hysterectomy (full), salpingectomy on 17feb2017). At the time of the report, the device dislocation, infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, cystitis interstitial and urinary incontinence outcome was unknown and the urinary tract disorder, bladder disorder and bladder pain had not resolved. The reporter considered bladder disorder, bladder pain, cystitis interstitial, device dislocation, dyspareunia, infection, menorrhagia, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 17nov2014 (per medical records): essure hysteroscopy, sterilization procedures: essure implant on left placed without difficulty; however, partial expulsion from original 8 coils to 15 coils. Literature reviewed 0-17 coils adequate. On the right ostia during the process of placing implant the device prematurely released prior to placement to the black mark. Biopsy forceps used to remove free implant. Another device opened and placed adequately to 5 coils visualized. Well tolerated no complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-feb-2015: total bilateral occlusion 17feb2017 - pathology report final diagnosis result: uterus and cervix (148.9 gm), and bilateral fallopian tubes: 1. Cervix: --- nabothian cysts. --- endocervix with chronic endo cervicitis and squamous metaplasia 2. Endometrium: secretory phase endometrium. 3. Myometrium with no significant pathologic abnormality. 4. Fallopian tubes: --- right fallopian tube with a contraceptive device within the lumen of the isthmus. --- left fallopian tube without a contraceptive device. --- bilateral fallopian tubes with para tubal cysts. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device dislocation, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2018: medical record was received. Concomitant disease, concomitant drug, reporter information and insertion/removal details were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: unknown") in a 37-year-old female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity in (B)(6) , polycystic ovarian syndrome in (B)(6) and human papilloma virus infection in (B)(6) . Concomitant products included antibiotic simplex for urinary tract infection and vaginal discharge as well as normensal (ethinylestradiol w/norethindrone) since (B)(6) to (B)(6) 2015, phendimetrazine tartrate (bontril) and phentermine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 2 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced urinary tract infection ("utis / infection (bladder/ urinary tract/vaginal) type: severe uti that led to ic"). In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, urinary tract disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal") and bladder disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal"). In (B)(6) , the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), bladder pain ("bladder pain"), cystitis interstitial ("interstitial cystitis") and urinary incontinence ("severe uti that led to ic"). The patient was treated with surgery (she had surgery to remove essure, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, bladder pain, cystitis interstitial and urinary incontinence outcome was unknown and the urinary tract disorder and bladder disorder had not resolved. The reporter considered bladder disorder, bladder pain, cystitis interstitial, device dislocation, dyspareunia, infection, menorrhagia, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: unknown/one of my coil was missing") in a 37-year-old female patient who had essure (batch no: b53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity in 2014, polycystic ovarian syndrome in 2008 and human papilloma virus infection in 2006. Concomitant products included antibiotic simplex for urinary tract infection and vaginal discharge as well as normensal (ethinylestradiol w/norethindrone) since 2008 to on (B)(6) 2015, phendimetrazine tartrate (bontril) and phentermine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)". On (B)(6) 2017, 2 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)". On (B)(6) 2017, the patient experienced urinary tract infection ("utis / infection (bladder/ urinary tract/vaginal) type: severe uti that led to ic"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, urinary tract disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal") and bladder disorder ("bladder or urinary problems or changes, did not have this pain /issue until after essure removal"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), bladder pain ("bladder pain"), cystitis interstitial ("interstitial cystitis") and urinary incontinence ("severe uti that led to ic"). The patient was treated with surgery (she had surgery to remove essure, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, cystitis interstitial and urinary incontinence outcome was unknown and the urinary tract disorder, bladder disorder and bladder pain had not resolved. The reporter considered bladder disorder, bladder pain, cystitis interstitial, device dislocation, dyspareunia, infection, menorrhagia, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received: outcome for event bladder pain updated to not recovered/not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and urinary tract infection ("utis"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection and urinary tract infection outcome was unknown. The reporter considered device dislocation, infection and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.